Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 460mg/dl due to an infusion set that was ripped out. Customer treated with an insulin shot. Troubleshooting found that the customer was on a ladder when the set was ripped out. Customer declined high blood glucose troubleshooting. Customer was advised to monitor the pump and to follow up with their doctor regarding their high blood glucose and call back if further issues.